Manufacturer narrative:
The device was returned for analysis. Based on the returned device inspection/analysis, the reported thumb advancement issue, bend and difficulty removing the device via the safety release mechanism are confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: the device was bent due to it being stuck.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device with a 6f sheath after an interventional iliac stent procedure. Reportedly, the clip was deployed and while attempting to remove the device it was stuck. The release mechanism was deployed and after maneuvering the device, it was removed successfully. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.